Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion occurred and procedure was cancelled. During a left atrial appendage occlusion (laao) procedure, a versacross connect access solution kit was selected for use. A pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. Intracardiac echocardiography (ice) imaging was used with a zonare ultrasound system. Access was attained in the right groin and the ice probe was advanced to the right atrium. The versacross device was advanced to the superior vena cava (svc) over the versacross rf wire. Multiple attempts to go transeptal were made under ice guidance but septal tenting was not seen. The introducer was used with the versacross rf wire to attempt crossing the septum. After several more attempts, 5.6mm effusion was visualized. 30mg of protamine was given and the case was aborted. The patient was brought to the post op holding area where pressures began to drop. A transthoracic echocardiogram (tte) was performed, the patient was brought back to the cath lab for a pericardiocentesis, and the patient stabilized. No further information was disclosed. The device is not expected to be returned for analysis.